Manufacturer narrative:
A partial lead with the tip measuring 32.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that right atrial lead exhibited loss of capture, intermittent sensing and low pacing impedance one day post implant. Insulation damage and lead fracture was noted with an x-ray. The lead was explanted and replaced. The patient was in stable condition.